Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose. Reportedly, the alarms were cleared to address the event and insulin delivery was resumed.